Event description:
A biopsy of a cyst in the patient's brain was intended to be performed with the aid of brainlab cranial navigation system. Three biopsy attempts were performed, using the brainlab navigation system to align and advance the biopsy needle to the cyst as guided by the virtual display of the navigation. At these 3 attempts, no fluid of the cyst appeared from the needle when aspirating. After these attempts, the surgeon used ultrasound imaging to verify the position of the cyst, and determined that the biopsy attempts had an incorrect path and result in a target ca 1cm away from the cyst. According to the hospital: this surgery was completed as intended, using ultrasound imaging. No normal brain tissue was removed at the biopsies. There are no negative clinical effects for this patient due to this issue.

Manufacturer narrative:
According to the hospital: the surgery was completed as intended. No normal brain tissue was removed at the biopsies. There are no negative clinical effects for this patient due to this issue. However, in this specific case the information provided by the brainlab navigation system misled the surgeon, resulting in biopsy attempts with incorrect path and target. A risk to patient's health could not be excluded for these specific circumstances. The incorrect user technique to drape over the reference array caused the brainlab navigation system to not accurately detect the reflective marker positions on the reference array. That caused a deviation of the virtual display of the brainlab navigation software from the actual patient anatomy position. Apparently this situation was not detected with the necessary accuracy verification performed by the user. The brainlab device works as intended. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. Brainlab intends to re-iterate to this hospital not to drape the reference array of the brainlab navigation system.